Event description:
It was reported that patient presented to the clinic with episodes of non-sustained rv oversensing. Review of the stored egms revealed intermittent loss of capture. Programming changes were made. Patient condition is fine.